Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "just noticed 1 of the tips on the driver was broken off, so we checked all the others in our sets and found 1 more with the tip broken off."